Event description:
It was reported that during a da vinci-assisted surgical procedure, a wire on the large needle driver instrument was found to be broken. The large needle driver instrument was replaced with another large needle driver instrument.. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: a fragment did not fall into the patient. The jaw of this large needle drive instrument is intact with only the steel wire found to be broken.

Manufacturer narrative:
The large needle driver instrument has not been received for failure analysis evaluation.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The large needle driver instrument was analyzed and found to have a broken grip cable at the distal end. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
Refer to h11 for follow-up information.